Manufacturer narrative:
Based on the supplier investigation, the device history record review did not indicate any exception that could lead to the reported incident. Or towels are made of cotton, so lint is born and inevitable. The average linting data is 0.120/ 10 pieces. Six pieces of samples were returned for investigation. There was no lint falling from the sample surfaces. The supplier conducted linting data tests and the linting data is 0.106g / 6 pieces, which meets the acceptable criteria (=0.38g/10 pieces). From the investigation, nothing abnormal happened during production and all linting test data was within the acceptable range. Therefore, the root cause for the reported incident could not be determined. The complaint information was provided to the relevant sectors for their awareness. No action will be taken at this time, but we will continue to monitor the trend of this type of incident.

Event description:
We had an issue with some sterile blue towels. We were performing an aneurysm coiling case. The wires are laid upon the wet or towels and the wires are then placed into the flush bowl. The sterile blue towels had fuzz come off into our flush bowl. That flush bowl is used to flush the catheters that go into the patient¿s brain. There was no injury reported.